Event description:
Reportedly, the trocar was inserted into the abdomen without difficulty. When the surgeon filled the balloon, it ruptured. Pieces of the balloon fell into the patient's cavity. The surgeon stated he is unsure if he retrieved all pieces of the balloon. No patient injury reported.